Event description:
It was reported that during a vena cava filter deployment, some filter legs crossed upon deployment. A snare device was used to capture and retrieve the filter without incident. A new vena cava filter was prepped and deployed successfully. There is no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.